Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the battery for the  interstim takes too long to charge. It takes up to 3 and a half hours when it's only supposed to take 20 minutes. Unable to warms transfer due to wait time exceeding 5 minutes.  No further complications were reported/anticipated at this time.